Event description:
During the surgical procedure - arthrocsopically augmented left anterior cruciate ligament reconstruction - the femoral notchplasty had been completed. During augmented acl repair, the smoother is moved back and forth through the notchplasty to eliminate rough edges which might compromise placement of the tendon graft. After the "smoother" had been used, the arthroscope was re-inserted into the joint and pieces of metal fiber were noted in the knee joint. No other instruments other than the "smooth" had been used since the joint was last noted to be free of metal fibers. Dr. Shanfield then inserted the shaver and began copious amount of irrigation and shaving to remove the metal fibers.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.